Event description:
It was reported a patient has been indicated for a revision due to unknown reasons. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D4: attempts have been made to gather all product identification information and no further information has been provided. H6: proposed code: mechanical (g04) ¿ head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Radiographs were provided identified the following: a left hip arthroplasty. The acetabular cup is loose and markedly rotated to a position just past vertical. There is marked acetabular protrusion. Fractured screws fragments are noted. The femoral head remains aligned with the cup. There is extensive osteolysis along the proximal femur with proximal implant loosening and along the acetabular cup and there is marked fragmentation of the greater trochanter. Cerclage wire fixation of the proximal femur is present. A definitive root cause cannot be determined. This complaint cannot be confirmed. It is unknown why the patient was being considered for a revision. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.